Event description:
It was reported that the magic 3 male intermittent catheter could be bent (badly), twisted or had insufficient water in the sachets. Per customer via phone on 23dec2024, it was reported that 3 to 4 catheters were bent or did not had enough lubricant. They did notify their supplier, and they replaced the defective catheters.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the magic 3 male intermittent catheter could be bent (badly), twisted or had insufficient water in the sachets. Per customer via phone on 23dec2024, it was reported that 3 to 4 catheters were bent or did not had enough lubricant. They did notify their supplier, and they replaced the defective catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.